Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant procedure, the physician had extra difficulty inserting and removing competitor guidewire. The guidewire was "sticking" in the left ventricular (lv) lead. The lead was opened and not used. A different lead was used to complete the procedure. No patient was involved in this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was broken. The distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned. The competitor guidewire was not returned with the lead. There is a competitor guidewire fragment stuck in the distal end of the lead in the distal tip nose. Guide wire test not performed due to the guide wire fragment being stuck in the distal portion of the lead. If information is provided in the future, a supplemental report will be issued.